Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a corrosion on the endoscope connector, e315 unsupported error scope occurred. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the reportable malfunction was due to stress from use, external factors, or handling. However, a defective root cause could not be determined. Olympus will continue to monitor field performance for this device.